Event description:
The pt underwent uneventful carotid angiography. The cardiologist performed arteriotomy closure with a techstar xl 6 fr pvs device. The procedure went without incident and the pt returned to the floor. There was minimal oozing at the access site and the pt did well that evening. The following day the pt was re-started on low dose heparin. She performed minimal ambulation without complication to the access site. Two days after the pvs procedure, the pt's hemoglobin and hematocrit were found to have decreased. There was some oozing noted from the subcutaneous tract and a small hematoma at the access site. The pt was transfused and sent to surgery. The pt underwent a successful patch of the femoral artery. The vascular surgeon noted a retroperitoneal hematoma and what he called venous blood. He could not see the source of the bleeding, nor could he see a suture in the artery. Surgery was successful and the pt was doing well. The device was not returned to the MFR and was not available for eval. However, there was every indication from the field that the device functioned properly and did not contribute to the event in any way. The fact that the vascular surgeon did not see sutures in the artery suggests that the pvs procedure may have resulted in the sutures being placed in the fascia above the artery. A fascial close can result from user error in not holding the device in place during needle deployment, allowing the device to slip out of the artery. A fascial close also can result from poor technique in advancing the square knots. It reportedly was also suspected that the tear in the artery resulted from the initial insertion of the interventional sheath. The pvs device is not designed to close a linear tear. The cardiologist did not direct any blame for the event at the pvs device. This event is being reported because the pt required surgical intervention two days after a pvs procedure, and not because perclose believes the device caused or contributed to the event.